Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's jaws were loose and would not respond appropriately. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no detached pieces from the distal end of the instrument. The instrument did not move with non-intuitive motion. The instrument did not move uncontrollably. The tips did not open; they were unresponsive. The instrument's jaw was not bent. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to have a frayed grip cable at the distal end.